Event description:
A malfunction was reported on the pump, which the customer noted occurred shortly after passing through metal detectors on december 21, 2025. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump; however, the malfunction code reappeared post-reset. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.